Manufacturer narrative:
Updated blocks: d4, h4 and h6. The reported complaint was confirmed. The user facility uses a round reservoir which caused multiple alarms due to the coupling and decoupling of the device. A flat, non-rounded reservoir is recommended for use with our device. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) downloaded the data logs from the system. No repair was made at that time, unless there will be further instructions from manufacturer engineers or technical support as to what is to be repaired or replaced.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) had an audible alarm, but nothing visual. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on 23-apr-2019, the perfusion team heard some phantom alarms, in which the system was not giving an error message either in the message center on the top of the central control monitor (ccm) or in the auxiliary tab for messaging occurrences. The perfusion team has been notified in the past about the coupling of their level sensor cables to the level sensor pads, and that if a decoupling and recoupling occurs this may be the source of the phantom alarms. The perfusionist was asked about their process of engaging the level system. The team was asked about what reservoir they are currently using (medtronic rounded), if they use the gel for the sensors (yes uses gel), and if they wait the instructions for use (IFU) suggested 5 minutes (yes per IFU) to load the sensor cables. These phantom alarms, did not delay the surgical procedure, and there was no harm or blood loss associated with the issue. The team did not exchange either the level pads, the level module or the level sensing cable when these phantom alarms occurred.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2019 while the arterial centrifugal pump was running below coast speed, four backflow alarms occurred around 3:20 pm. Once the alarm occurred and cleared in the same second. In that case the message may have been missed. Level was turned on at 3:28:49 pm. At around 4:30 pm four level alerts and one level alarm occurred. At 4:48 pm both the alert and alarm probes become uncoupled from the reservoir which will cause a level not attached alert. The level is turned off. Looking back through the log, the level probes frequently go from coupled to uncoupled, back to coupled. The message for this may not be displayed if the condition clears quickly (in the same second). The level coupling is the most likely cause of an alert tone without a message.